Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information has been unsuccessful to date.

Event description:
Further follow-up revealed that the vns was not related to the patient's death. The nurse practitioner indicated that she could not remember the cause of death. No additional relevant information has been received to date.